Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: unknown, strip code: unknown, strip storage: unknown. A patient reported they were not getting a reading. Their meter allegedly would prompt er4 and er5 messages. The result on their meter was er4, er5 messages. The pt's meter was not compared to another equipment. Customer was not treated. Customer is gestational diabetic who is required to test 4 times a day. Not able to get a reading at all today. No further information has been reported.